Manufacturer narrative:
The device is expected to be returned for investigation. The lot number was provided. A review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this info. (B)(4).

Event description:
It was reported that a trained physician attempted arteriotomy closure of the right common femoral artery using the starclose device after an interventional procedure. The clip deployed into the sheath. Hemostasis was achieved with manual compression. No pt injury or effects reported. No add'l info is available.